Event description:
It was reported that the patient had experienced an increase in seizures, the report further elaborates that the increase in seizures began back in 2025 and that the recently has increased even further. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.